Event description:
It was reported during the review literature, it was noted that some patients with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate electric shocks due to oversensing. Reprogramming efforts were performed. Then subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.